Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the adc device. Customer reported a slow response with button and stated the "buttons are hard to press and most of the time does not respond". As a result of this issue, customer was unable to monitor glucose levels and experienced "low energy, customer is alone and not sure if when sleep around 10 mins. Is it a nap or he passed out." Customer reported requiring unspecified third-party treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the adc device. Customer reported a slow response with button and stated the "buttons are hard to press and most of the time does not respond". As a result of this issue, customer was unable to monitor glucose levels and experienced "low energy, customer is alone and not sure if when sleep around 10 mins. Is it a nap or he passed out." Customer reported requiring unspecified third-party treatment. No further information was provided. There was no report of death or permanent injury associated with this event.